Manufacturer narrative:
The initial report was submitted inadvertently as there was no malfunction or serious injury with the use of an abbott device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an implant procedure, the patient was restless and calling out in pain. A right heart catheterization was performed, but the patient became agitated and confused with hypoxia. Oxygen was applied. The procedure was aborted due to safety concerns and the patient was admitted for observation. A few days later the patient was discharged.